Manufacturer narrative:
The referenced pump exchange was reported under medwatch MFR report# 2916596-2018-01445. (B)(4). Approximate age of device - 22 days. Additional information has been requested but has not been provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2018. It was reported that patient had received a pump exchange due to pump thrombosis on (B)(6) 2018. A few weeks after the pump exchange, the lvad system began producing power elevations, and the lactate dehydrogenase was also elevated. Additional information has been requested but was not provided.